Event description:
New information notes that the patient was stable post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Analysis performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found at the elective replacement indicator consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a premature battery depletion alert was seen on a patient¿s pacemaker during a remote transmission on (B)(6) 2021. The pacemaker was explanted and replaced on (B)(6) 2021. There were no patient symptoms reported prior to the procedure. No further information was provided.